Event description:
Per report " unit would not coagulate properly. The dr. Finished the procedure with another leep unit on site". Ref: (B)(4).

Manufacturer narrative:
Reference : (B)(4). Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: distribution history: this complaint unit was manufactured at csi on 5/15/19 under wo #'s 264320 & 264322 and shipped on 5/24/19. Manufacturing record review: dhrs 264320 & 264322 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint condition. Several descriptions in regards to coag related issues have been noted. Product receipt: the complaint unit was returned on a repair under warranty. However, based on log 92693, this unit was at csi on 8/26/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. The complaint was not confirmed. Root cause : the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: the unit's main board was replaced as a precaution, tested to specifications and returned to the customer. The board was made available to engineering for further evaluation should it be found relevant to output failures under ewr-342. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No.

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc. Once the investigation has been completed a follow up report will be filed. (B)(4).

Event description:
Per report " unit would not coagulate properly. The dr. Finished the procedure with another leep unit on site". (B)(4).